Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and reported experiencing a blood glucose (bg) value in the range of 75 to 180mg/dl with nausea, excessive thirst and cotton mouth. The patient reportedly did not test for ketones since the test strips were expired. The patient reportedly has been treating via the pump and via syringes. It was noted that the patient has not been following the recommended calculations from the pump when she has been using the syringes. The patient reportedly has not been changing the out the site/set. Customer support (cs) reviewed the pump with the patient and noted no issues with the pump. Cs advised the patient to contact the heath care provider (hcp) for assistance with the programming/settings on the pump. Additionally, cs advised the patient that the site/set needs to be replaced every 2 to 3 days. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event: the patient was not following the recommended dosage per pump calculations and did not change out her site/set. Additionally, the patient was taking medication unrelated to the reported issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals correctly reflected programmed basal rates. No activity related to the complaint observed in black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.